Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system on site and confirmed the reported problem. During troubleshooting, the fse found that the host pc did not start automatically from the console. The cause of the host pc failure could not be conclusively determined by the supplier¿s part analysis, however, replacement of the host pc by the field service engineer resolved the reported issue and restored system functionality. After replacement, the system was returned to service in good working order. Upon troubleshooting, fse found the host pc must be manually activated in the technical room to avoid shutdown risks. To resolve the problem, fse replace the host pc and uploaded the new license and return the part for further analysis, but no failure found. After replacement of host pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.